Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2020, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verio2 meter read inaccurate compared to his feelings and/or normal readings. The complaint was classified based on the customer service agent (csa) documentation and further information obtained when the csa reviewed the call recording. The patient reported that the alleged meter inaccuracy began 3 days prior to contacting lfs. The patient claimed the meter was not working correctly but was unable to confirm if the meter was reading inaccurately high or low. The patient manages his diabetes with a combination of oral medication (metformin 500-850 twice daily) and insulin (innolet 28 units before breakfast; novolog 6 units before breakfast, dinner and when necessary after food). During the call, the patient confirmed that his insulin dose is based around his meals, not the meter reading. The patient also claimed he was on antibiotics for a chest infection. The patient indicated that he had experienced hypoglycemic symptoms, which he had never had before, on 3 occasions over the 10 days prior to contacting lfs and reported obtaining alleged inaccurate results of ¿2.2, 2.3, 3.1 and 3.2 mmol/l¿ with the subject meter. The patient was unable to provide the exact dates and times of the events but claimed the last occurrence was on (B)(6) 2020 when he experienced the same symptoms of ¿shaking, blurred vision, tiredness and body aches¿ despite having reduced his evening dose of novolog as agreed by his doctor. The patient reported treating himself with food in response to the symptoms. No other device was used for testing. During the call, the patient informed the csa that he attributed the hypoglycemic events to either the meter, excessive insulin or as he has reportedly been in lockdown for 8 weeks, to stress as advised by his doctor. The patient also mentioned that the main changes to his usual diabetes management routine as a result of the lockdown were lack of exercise and that as his meals were being sent to him and he wasn¿t eating the meat or fish, just the vegetables. At the time of troubleshooting, the csa confirmed the unit of measure was set correctly on the subject meter. The csa noted the patient did not have control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event while using the product. The subject meter could not be ruled out as a cause or contributor to the event.